Event description:
There was an allegation of instrument flags and alarms being removed by analyzer software after result modification by the rules engine.

Manufacturer narrative:
An example of the software issue provided was an alt result of >700 that should trigger a rule named "linearity alt-amr high," but the result value is updated to adil>700. The instrument flags and alarms associated with the original result are no longer visible. The investigation is ongoing.

Manufacturer narrative:
It was determined that the issue does not cause any clinical consequence as it does not affect the reliability of test results but blocks their release, causing at most a delay in the conclusion of a given diagnostics process. In addition, it is promptly detectable and likely to lead to repeat testing. The cobas infinity system instruction manual recommends validating a rule prior to its implementation. It was determined that the instrument software loses instrument alarms if a test result is modified via the rule engine and the rule is configured to "never keep the previous result" or to "keep the existing result but never keep the instrument alarms." This was identified as the root cause of the event. Using the result modification functionality in the software module is the current workaround. This allows the user to replace test results comprised within an interval and sent by the instrument with their desired values.